Manufacturer narrative:
The customer's glidescope video monitor (gvm) was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image failure. When connected to known, good, test verathon equipment and left powered on for fifteen (15) minutes, no sign of image failure was observed. The customer's monitor passed verathon's device functionality testing. The cable used with the monitor during the reported event was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the customer. Verathon also followed up with the customer regarding the device evaluation findings and offered to arrange for the cable to be returned for evaluation. To date, no response has been received from the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope video monitor (gvm), the picture was going in and out intermittently. The procedure was completed using a backup device which was made available in an unspecified amount of time. The customer reported being unable to isolate the issue to the monitor or cable. No delay in the procedure or harm to the patient was reported.